Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07nov2018. Philips customer support advised the customer that the unit had reached the end of life on (B)(6) 2016. Trouble shooting determined the backup battery was bad. The customer was provided the part ID for the battery.

Event description:
The customer reported that the battery charging led (light emitting diode) is constantly illuminated and beeps every minute. There was no patient or user harm reported. The event date was not specified; estimate used.